Manufacturer narrative:
Lot # is unknown as not provided. (B)(4). Investigation - evaluation: during the course of investigation, a review of the complaint history, manufacturing instructions (mi), quality control (qc), trends and a visual inspection of the returned product was conducted. The visual examination of the returned product determined the ksaw sheath was returned with the liner completely removed from the sheath. Per quality control specification, there is an inspection, insuring there is no coil separation or breakage and that the liner is free of wrinkles/splits on each end. Quality control personnel also verify 100% that the inside diameter of the sheath and dilators are clear and free of debris. Based on the investigation of the tubing, it appears that the delamination began near the distal portion of the sheath. As the device was removed from the sheath, the delaminated portion was also pulled with it, allowing the length of the flexor tubing to delaminate up to the hub of the sheath. It is unknown what caused the sheath to delaminate, as the physician stated that the catheter had not yet been engaged. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. We are unable to determine with certainty the root cause for the reported difficulty; however, a corrective action/preventative action has been opened to address and resolve this matter of concern.

Event description:
The inside of the sheath started to detach or peel away from the rest of the sheath. This occurred as the user was passing the csi atherectomy catheter through the sheath. The physician stated, "the csi athercetomy device had not been engaged yet. These devices were removed from the patient. The user opened up another cook ansel sheath to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The inside of the sheath started to detach or peel away from the rest of the sheath. This occurred as the user was passing the csi atherectomy catheter through the sheath. The physician stated, "the csi atherectomy device had not been engaged yet. These devices were removed from the patient. The user opened up another cook ansel sheath to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.